Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer was at 119 mg/dl at the time of the call. The customer used glucose tablets, juice, food, and candy to treat. The customer believes the pump is over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported unexplained highs in the 400 mg/dl range and no delivery alarms. The customer reported a strong odor from the reservoir compartment. The customer also reported a low event in (B)(6) 2017 in the 20 mg/dl range. The insulin pump will be returned for analysis.